Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 487 mg/dl. Customer stated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was performed displacement test and it was passed. Customer stated that they believe the high blood glucose due to no delivery alarm. Customer also stated that cannula was bent. The customer stated that the drive support cap was normal. Customer did not report an motor position encoder error alarm. Customer was declined troubleshoot. The insulin pump will not be returned for analysis.